Event description:
Event: conversion to standard open repair. Case details: during the case contra wire access was lost. During reinsertion of the wire, and while advancing a balloon into the limb the contralateral limb was pushed into the aneurysm sac. The groin incision was closed and the patient was rested for 2 days. In 2002 a conversion to standard open repair was performed. The patient is fine as of this report.